Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
B5. 5. Describe event or problem: date provided for pre-op bcva was incorrect. Pre-op bcva correct date is (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with ebmd pattern in patient's right eye (od), causing halos. The patient¿s chief complaint was of halos, glares, and shadows. The patient¿s comments were of doubling, shadows and smear on the right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Debridement was performed on (B)(6) 2019 in the right eye. It was noted the post debridement resolved halos. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -.25 x -1.00 x 115 and left eye pre-op was 20/20 .00 x -.25 x 81. Bcva from (B)(6) 2019, right eye post-op was 20/15 .25 x -1.00 x 60.